Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty (B)(6) 2008. A subsequent revision procedure was performed (B)(6) 2011 due to allegations of pain, swelling, tenderness, discomfort, clicking, and popping, and lack of mobility, metallosis, soft tissue damage and loosening. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-02550 / 02552). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.